Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient reported to be receiving morphine via an implanted pump. The indication for pump use was not reported. On (B)(6) 2017 the patient presented at the ER (emergency room) with symptoms of weakness and altered mental status. The reporter was calling as they wanted the pump stopped and the reporter did not believe there was a programmer on site at their facility. On (B)(6) 2017 additional information received reported that the healthcare provider stated she believed that the patient's symptoms were the result of a device issue, as the patient got better when the pump was stopped via magnet. The pump was not interrogated so the reporter could not confirm the serial number or any specific device malfunction/error messages. Per the reporter their facility did not have the ability to interrogate intrathecalpumps. The actions and interventions taken to resolve the patient's symptoms included applying the magnet to the pump to suspend function and admitting the patient to the hospital. The healthcare provider confirmed the cause of the issue was unknown. No further complications were reported.